Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, it was reported that an o-ring was on the pneumatic tap. Customer¿s blood glucose level was 196 mg/dl.the customer was able to remove the o-ring from the pump and reverted to an alternate form of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.